Event description:
Device with incorrect sterility status discovered during containment activity at manufacturer (surgical innovations ltd) during investigations of customer complaint (B)(4). Devices are marked as 'sterile' single-use but are non-sterile reusable.

Manufacturer narrative:
Final report for (B)(4) attached plus fsns sent to customers when the incident was discovered.

Manufacturer narrative:
Final report for (B)(4) attached plus fsns sent to customers when the incident was discovered. Corrected to report to change status to final from initial as the final report is attached.

Event description:
Device with incorrect sterility status discovered during containment activity at manufacturer (surgical innovations ltd) during investigations of customer complaint (B)(4). Devices are marked as 'sterile' single-use but are non-sterile reusable.